Event description:
Customer reported being hospitalized due to high blood glucose levels and ketones. Troubleshooting performed and pump appeared to be functioning as required. Explained the rule of changing the infusion set after two consecutive high blood sugar readings.